Event description:
Customer reported patient with dry eye, right eye, which causes the vision to fluctuate. These issues have persisted beyond 3 months postop lasik surgery. During the three months, the patient has been using restatis without improvement. The patient was prescribed lotemax eye drops, lipid rich artificial tears, and gel tears.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).